Manufacturer narrative:
Retroactive audit of complaint files determined filing.

Event description:
On the third insertion as the device was being removed, the device got caught on the sheath and separated at the nosecone tip. The physician was able to retrieve the tip without further complications. No pt complications.